Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors. Customer stated that insulin pump had crack in case and battery compartment. Customer stated that insulin pump had oily rainbow effect on screen. Customer stated that insulin pump rejecting new batteries and pump seizures. Customer stated that insulin pump retainer ring was clear and screen was not quite as bright. No harm requiring medical intervention was reported. The device will be returned for analysis.